Event description:
This lead was implanted on (B)(6) 2008 and remains implanted at this time. During device change out on (B)(6) 2012, it was noted that there was difficulty removing the lead from the device header. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)